Event description:
Reportedly, the catheter was unable to pace. The device will not be returned for evaluation, the device was discarded at the hospital

Manufacturer narrative:
The device was not returned for evaluation, it was discarded at the hospital.